Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the rn entered the room and noted blood backflowing into the primary tubing. Noticed patient wet with blood on shirt and unable to flush or pull back blood from port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The distal y-site was separated at the inlet port. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The potential root causes of the separation between the tube and the y-site component are malfunction in the solvent dispenser, bushing occluded, or assembly method not properly followed. As part of the corrective actions, preventive maintenance was scheduled for the weekend shift to help ensure proper adhesive dispensing. Additionally, the dispenser tools were replaced. A device history record review was performed on the possible lots identified by the smartsite ID. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.